Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose reached 558 mg/dl while wearing the pod between 4 and 24 hours on the back. Patient woke up at 5:15 am feeling ill with an upset stomach, sore throat, nausea, excessive thirst, and vomiting. Patient's mother consulted physician who advised child be taken to the emergency room (ER). Mother changed pod, gave patient water, and took her to the ER at 9 am, where an official diagnosis of diabetic ketoacidosis was made. Treatment included intravenous delivery of fluids including saline. Patient was discharged from ER around 5 pm on the same day.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No issues were found that would result in the pod not delivering insulin. No malfunction or other product condition that would have contributed to reported hyperglycemia was found.